Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion too low; downstream occlusion alarms when no occlusion downstream occlusion doesn't auto clear' which was duplicated during evaluation by troubleshooting the device. A review of the event history log identified 'downstream occlusion!' Messages. Evaluation observed a false downstream occlusion. The cause was determined to be an out of specification force sensor calibration reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream occlusion, alarmed downstream occlusion when no downstream occlusion was present and did not auto clear. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.